Event description:
It was reported that during an unknown procedure, no staples were dispensed after firing 11 or 12 times. Procedure was completed with the same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig into and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at final inspection.